Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3a, a4.

Event description:
Patient reported "reduction in volume in one of the breasts" and "intracapsular rupture of the implant". This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "reduction in volume in one of the breasts" and "intracapsular rupture of the implant". This record is for an unknown side. Device remains implanted.